Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege: severe pain and discomfort and difficulty walking. Doi: (B)(6) 2009 right hip. Dor: none reported. Patient residence: (B)(6). Update: 1/14/2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update: (B)(6) 2013 - it has been reported that the patient was revised on (B)(6) 2013, due to suspected metallosis. No metallosis was found; however, there was corrosion between the head and trunion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
In addition to previous allegations, ppf alleges pseudotumor, metal wear/metallosis and elevated metal ions.